Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre reader would not turn on with button press or with test strip insertion. She further reported that on (B)(6) 2019 she experienced a loss of consciousness, noted a friend administered a glucagon injection and then she ingested sugar orally. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Serial number has been updated based on the returned product. Reader (B)(4) has been returned and investigated and a new issue was observed. Visual inspection was performed, and no issues were observed. The reader did not power on with button press or with strip insertion. The reader did not power on with insertion of the usb cable. Upon further visual inspection of the usb strip port, damage was observed. No malfunction or product deficiency was identified. The complaint is not confirmed to a user issue due to the port damage.

Event description:
Customer reported her adc freestyle libre reader would not turn on with button press or with test strip insertion. She further reported that on (B)(6)2019 she experienced a loss of consciousness, noted a friend administered a glucagon injection and then she ingested sugar orally. No additional treatment was reported. There was no report of death or permanent injury associated with this event.